Event description:
The lay user/pt contacted lfs alleging an error 2 message on her one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info. In 2008, at an unspecified time, the pt attempted to test her blood glucose and obtained an error 2 message. The pt contacted lfs and was sent a replacement battery and issue was not resolved. Since then, the pt continued to take her usual dosage of oral diabetes medication (novonorm 0.5mg twice a day). On four days later at an unspecified time, the pt attempted to test and reportedly obtained the error 2 message again. At 4:00pm, the pt allegedly reported feeling sweaty and shaky. She ate a piece of bread with jam and felt better 30 mins later. She did not seek any medical attention or contact her physician for assistance. A normal reading for the pt is between 90 mg/dl -110mg/dl. The meter is not a new product and the technique of applying blood on the test strip was correct. The pt pressed the power button and the error 2 message appeared. The battery was replaced and issue was not resolved. The meter was replaced for the customer following the incident on that day. The complaint is being reported since the pt was unable to test her blood glucose, due to the alleged error 2 message and reportedly suffered symptoms suggestive of hypoglycemia. The pt allegedly felt better after self-treatment and did not seek any further medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.